Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion: it was reported that two 6f mynx vascular closure devices (vcd) was used with unknown 6f sheath through the femoral artery. After shuttling down the advancer tube, the sealant lodged in catheter. 6cm of hematoma was noted. Manual compression was held for 30 minute or less to achieve hemostasis. Interventional peripheral was the intended procedure type with a medium stick location. 1451-1 the device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1632402 presented no issues during the manufacturing process that can be related to the reported event. 1451-2 the device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1632402 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken. Without the return of the device for analysis, the reported event could not be confirmed. Per the instructions for use ¿hematoma¿ is a potential adverse event which may be related to the endovascular procedure or the endovascular closure device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that two 6f mynx vascular closure devices (vcd) was used with unknown 6f sheath through the femoral artery. After shuttling down the advancer tube, the sealant lodged in catheter. 6cm of hematoma was noted. Manual compression was held for 30 minute or less to achieve hemostasis. The product is being returned for analysis. Interventional peripheral was the intended procedure type with a medium stick location.